Event description:
When patient was in the process of switching battery power to power module, it was noticed that the green power light indicator was not illuminating on system controller and there was no data on the display module. Switched to back up controller. Shortly after, controller began alarming. Lvad (left ventricular assist device) replaced and found to have damage to multiple wires at the terminus of the connector bend relief.